Manufacturer narrative:
Device product code xxx used for code jey. Device is not expected to be returned for manufacturer review/investigation. (B)(4). This report is for 1 unknown plate. PMA/510(k)# is unknown. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a patient was treated with a va (variable angle) locking condylar plate and an unknown number of screws for a femur fracture. On an unknown date, the patient developed a non-union at the fracture site, and was returned to the operating room on (B)(6) 2016 for revision. The surgeon removed the plate and an unknown number of screws. Surgeon extracted autograft from the patient's other femur using the ria (reamer, irrigator, aspirator) system, placed it in the area of the non-union, and then implanted an antegrade femoral nail. The surgery was completed successfully. There was no surgical delay, and no reported harm to the patient. Patient was reportedly stable during and following the surgery. No product will be returned, as it will remain in the custody of the hospital. This report is for one (1) unknown plate. This is report 1 of 2 for (B)(4).